Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter read inaccurately (unknown if it was high or low) compared to her feeling/ normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on two months prior to contacting lfs. The patient¿s blood glucose reading(s) obtained with the subject meter is not known and the patient denied testing her blood glucose with another device after the alleged issue occurred. The patient manages her diabetes with insulin (self adjuster). According to the csr¿s documentation, in response to the alleged meter issue, (date/time not clear) the patient reportedly decreased her lantus insulin regimen to 40 units and at an unspecified date/time later, the patient reportedly developed symptoms of feeling hot, shaking, and empty stomach. At an unspecified date/time afterwards, the patient reportedly consumed food and/or drink as self-treatment. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl). The csr noted the patient performed the quality control test that passed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/12/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The retain test strips also passed all testing.